Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio-control replaced the user interface and system controller pcb assemblies and the flex cable connecting the user interface pcb to the pcb stack.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The removed parts were further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer initially reported that their device had its service indicator illuminated when running the device user test. The customer was unsure if the user test was failing. After an evaluation of the device by physio-control, it was observed that the device was not completing the boot up cycle and would not have the ability to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.